Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. One used ls3092 ligasure device was received for evaluation, and the reported issue of alarms was not confirmed. Examination of the device found it was recognized by the generator and there were no issues with sealing when tested on simulated tissue. However visual inspection found an alternate issue, where one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that during a procedure, the device would not activate when applied to tissue. An error tone would occur. The electrode was replaced with a new device that worked well. No patient injury occurred. Examination of the received device on (B)(6) found a snap pin is broken and missing from the jaw. The customer reported that no piece of the device fell within the patient cavity.